Event description:
It was reported that pump displayed malfunction alarm with code that recurred even after reset, and there were no notable events before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, reset pump with guidance, and was arranged replacement pump; customer planned to use multiple daily injections as backup, was instructed to place faulty pump in storage mode, to program settings and reconnect continuous glucose monitor on replacement pump, and to return problematic pump within 10 days using prepaid label.